Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. Imaging was difficult however, a second clip delivery system (cds) was advanced and placed on the valve. Although the leaflet grasp was not clearly visible, the clip was deployed. After deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). The leaflet was noted to be damaged. No treatment was performed and the procedure was completed with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the slda was due to procedural conditions (poor imaging resolution). The tissue damage was an outcome of slda. The reported patient effects of tissue damage as listed in mitraclip ntr/xtr instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.